Event description:
The customer reported that there was a 'generator error' displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was instructed to reboot the system and the issue could not be duplicated. No conclusion can be drawn as further repair info is unavailable at this time and no add'l service info was provided.